Event description:
It was reported that the devices were used during a colectomy. The devices were getting caught in the intestine. Another device was used to complete the case. There were no consequences to the pt.